Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. Approximate age of device ¿ 0 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the report of a blood clot in the chest tubes and major bleeding could not be conclusively determined through this evaluation. A direct correlation with the device could not be conclusively established. The heartmate 3 lvas IFU lists possible pump thrombosis and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range, including the recommended anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that following implantation the patient developed a blood clot in the chest tubes with a large hematoma formation in the open chest. This reportedly required a cleanout at the bedside and the patient's chest was left open after implant due to diffuse coagulopathy. It was reported that the patient received 2 units of packed red blood cells (prbcs) in the operating room and then 2 more units after surgery. Hemoglobin and hematocrit levels dropped down to 6.7 and 19.8 following surgery but rose to 8.1 and 23.7 the following day. No additional information was reported.